Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share log data was available for review and the transmitter failed as a transmitter failed error was displayed in the logs on the issue date. The customer complaint could not be replicated with the returned transmitter. The customer complaint of transmitter failed error was confirmed. The root cause could not be determined.